Event description:
It was reported that the patient experienced ineffective therapy from the system. Surgical intervention was undertaken on (B)(6) 2023, where the patients leads were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000120426. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.